Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/31/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 (a) cartridge was received with 1 loose clip closed and 1 clip loaded. However, the clip was moved inside of the cartridge making it difficult to load with the device; this condition is due to improper handling of the clips. In addition, the clip was manually loaded, it formed as intended and conforms to our manufacturing requirements. Due to the condition of the clip inside of the cartridge, the reported complaint was confirmed by an external cause as improper handling. Please reference the instruction for use for more information. As part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03344 & 2210968-2023-03345.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what suture type and size was used? Suture is xc200. When the event occurred, was the suture placed near the hinge of the clip? When we get the additional information, we will update it. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? When we get the additional information, we will update it. Was the applier checked for damaged (jaws straight and aligned)? The applier is not damaged. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? When we get the additional information, we will update it. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The product has been arrived at sukagawa and will be shipped. Please check rmao. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-03345.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2023 and suture was used. During the procedure, the clip could be fed, but could not be fired. The clip could not be close although the handle was grasped. The device was used on the esophagus and stomach. Another applier was used to complete the case. There were no adverse consequences to the patient. Two with same lot number will be returning. Additional information was requested.